Manufacturer narrative:
(B)(4). Information was not provided by contact. Device remains implanted

Event description:
It was reported that post implant a realize band the band was found to be leaking. The band remains implanted. The surgery date has not been scheduled.

Manufacturer narrative:
(B)(4): added additional information upon visual evaluation, it was observed that the buckle has been cut on the snorkel side. The end of the catheter has been cut. Presence of two (2) pieces of suture has been observed at 3 cm of the end of the catheter. The sutures seem to slightly pinch the catheter, though a complete fluid constriction / occlusion is not made with the suture alone. Upon microscopic evaluation of the balloon, a cut / defect of less of 1 mm in length was observed at 2 cm from the catheter ¿ balloon junction. It was noted that this cut (and its surrounding area) was most probably performed by a grasper / non-blunt instrument. As result of the visual evaluation no leak test was performed on the balloon. Upon visual inspection, it was observed that a cut of 1 mm was noted in the balloon and that this cut was most probably performed by a grasper or non-blunt instrument. No conclusion can be drawn at this time on when this cut was occurred, pre-op, intra-op or post-op. While it is not possible to provide a definitive root cause for the reported event, it is noted that fluid leakage is a recognized event associated with gastric banding and the realize adjustable gastric band. Its causes and consequences are outlined within the product's instructions for use (IFU). A device history record (DHR) review was performed and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. Manufacturing practices were reviewed and it was noted that all devices are 100% leak tested prior to product release.